Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown. Additional information added in follow-up #2 (B)(4). The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contribute to a death or serious injury. The most probable root cause of the event was determined to be a defective power supply. Despite 3 reminders no information has been provided and therefore the assumed root cause cannot be confirmed. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the power supply could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: hamilton vent showed low battery indicator alarm after being plugged into several electrical outlets. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown. Updated fields: b4, d1, d4, g6, h2, h11.

Event description:
The following was reported to hamilton medical ag: hamilton vent showed low battery indicator alarm after being plugged into several electrical outlets. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton vent showed low battery indicator alarm after being plugged into several electrical outlets. No patient harm or consequences.